Manufacturer narrative:
The field service engineer (fse) evaluated the unit and could not duplicate the customer reported problem. The fse verified the error in the log. The unit passed all testing.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with blower stalled error. The customer reported there was no patient involvement.